Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not work. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient's health has worsened since the implant and at unknown times has been hospitalized.